Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported on an unknown date CT identified a type ia endoleak. Approximately four years and ten months post the index procedure a non mdt (excluder 36x45) stent graft was implanted at the position of the proximal supra-renal stent. In addition, a banding procedure was performed and as a result, the endoleak was resolved. Per the physician the cause of the endoleak was anatomy related due to neck enlargement. No additional clinical sequelae were reported and the patient is fine.